Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the reservoir connection was broken. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.